Manufacturer narrative:
The device has been returned and a product investigation completed for it. This is additional relevant information for the complaint. This supplemental report is being submitted to provide this information. The actual device lot # is updated to kr868312. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check; error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed, no abnormality. The distal end of the device was inspected under a microscope and found approximately 16mm of the probe is detached, missing portion returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the similar reported events, the cause for the damaged/broken probe is determined to be attributed to the probe coming into contact with a hard or metallic surface during activation. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Manufacturer narrative:
Due diligence for additional information was executed. There is no more patient information available. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report will be filed as the information becomes available.

Event description:
As reported during the therapeutic total laparoscopic hysterectomy the device probe broke and was found stuck in the trocar and came out with it. No part fell into the patient. There was no impact on the procedure and no adverse impact to the patient. There was no other visual damage reported and no metal exposed on the metal jaw of the device. The procedure was completed with another device from the same lot. The generator settings were 2-1. The device was inspected prior to use with no abnormalities observed. The connection points to the generator were inspected and there was no cable damage observed. The physician was trained and experienced in the use of the device. The required procedural tips and techniques instructions were shared with the user facility.